Event description:
It was reported, the camera head was no longer recognized. The camera head was tested on another column and the connectors were cleaned but the issue re-occurred. The issue occurred during preparation for use for a therapeutic coelioscopy. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was no longer recognized. The camera head was tested on another column and the connectors were cleaned but the issue re-occurred. The issue occurred during preparation for use for a therapeutic coelioscopy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.